Event description:
It was reported that the newly implanted patient was sent to the emergency room due to pain at the back of the legs. The physician confirmed that the new pain was procedure related. The patient was given medications and had since been discharged from the hospital. The patient noted that the pain level was already down.